Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that while using swan-ganz mode with this hemosphere swan-ganz module, the physician noticed a discrepancy between the measured and the expected mixed venous oxygen saturation (svo2) and the cardiac output (co). The measured values and the expected values are unknown. There was no troubleshooting done. There were no error messages. There was no additional treatment performed based on the supposedly incorrect values. The svo2 and co were the only values which were considered suspect. All the other values were considered fine. There was no patient injury.

Manufacturer narrative:
The hemosphere swan-ganz module was returned for evaluation. During evaluation, no error messages were observed. There was no physical damage that a part had to be replaced. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.